Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; a broken piece of plastic from the upper case is wedged between battery release and lower case. Analysis also found the upper case is dented (affecting keyboard fit). The upper case, lower case, and lead flex cover are broken. The battery release is damaged and contaminated. The ring cover, both bail covers, ring, both bails, battery drawer o-ring, and one case screw are missing. The output connector nuts, heart wire contacts, battery flex, and heart lead flex are corroded. The battery contacts are compressed, the keyboard is damaged, and serial number label is damaged. (B)(4).

Event description:
It was reported the button to open the battery door is jammed/broken. The device was returned for repair. There was no patient involvement.